Event description:
It was reported that the ventilator whilst connected to a pt generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error. There was no pt harm. (B)(4).

Manufacturer narrative:
No info has so far been received on whether any parts were exchanged but the device logs have been received. The device logs confirm the occurrence of the reported error codes. Info about replaced parts has been sought. A supplemental medwatch will be provided after investigation. (B)(4).